Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to a trailing haptic break that occurred during insertion. Reportedly, the surgeon had difficulties positioning the replacement lens of the same model. One week post-op, the replacement lens was then explanted from the patient's right eye due to unsuccessful attempt to reposition the lens. No additional information was provided. This report references the inserter used with lens 1.